Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent leak in the center of the diluter of the coulter lh 750 hematology analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak due to a pinhole in the red stripe tubing through vl64. The fse replaced the tubing and verified the repairs were performed per established procedures.